Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that following the completion of a procedure, while leaving the room, the physician stepped on his olympus hd-cable and broke it. This event had no impact on the patient and procedure as it was already completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to improper handling by the user. The event can be prevented by following the instructions for use (IFU) which state: "firstly, the service life of the cable is limited to 12 months. After this period, the cable should no longer be used. Secondly, the cable needs to be checked for damage prior to each use and after reprocessing. By slightly pulling on the connector (with a maximum of 20 n), the user can determine if there is pre-existing damage to the stranded copper wire of the cable. If the cable does not yield but remains rigid, the cable is most likely fine at this place. Finally, in order not to reduce the service life of the cable further, the cable should not be wound up with a loop diameter of less than 10 cm, and the user should pull on the connector and not on the cable when unplugging the cable." Olympus will continue to monitor field performance for this device.